Event description:
It has been reported to the co that during the procedure as the physician attempted to engage the catheter, reportedly, a dissection of the right coronary artery occurred. The status of the patient is unknown at the time of this report. The device is not being returned for evaluation as it has been discarded by the hospital.